Event description:
A 26-mm ovation abdominal stent graft was used in this procedure, it was deployed distal to the renal arteries. Once it was in place, the polymer was mixed and injected, soon after the injection began the patient developed significant hypotension. Angiograms at the level above the stent, renal arteries, and bifurcation were completed with no free extravasation; therefore, there was concern that a defect in the graft resulted in some of the polymer leaking systemically. A completion study was performed and there was a noted proximal type 1 endoleak. It was believed that the polymer leaked systemically due to a defect in the graft, resulting in insufficient pressure to establish a good seal proximally.